Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-00332. It was reported that burr stuck became on the rotawire . A 99% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery. A rotawire¿ and a 1.25mm rotalink¿ plus were selected for use. During the procedure, the device was tested and found no issues. However, when it was inserted, resistance was encountered and the burr became stuck on the rotawire. The physician withdrew the burr together with the wire and separated the burr and the wire outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the device has the guidewire broken by tension overload in the middle of the device and near to rotablur section, the guidewire was returned loaded and stuck in the rotablator's catheter, this part has kinks in the middle section (the distal section nor the proximal section were not returned). The wire couldn't be removed from the catheter. Overall length, od of distal tip and proximal section couldn't be measured due to the device condition. Od of middle of the device near to the broken section is within specification. No other issues noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-00332. It was reported that burr stuck became on the rotawire. A 99% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery. A rotawire¿ and a 1.25mm rotalink¿ plus were selected for use. During the procedure, the device was tested and found no issues. However, when it was inserted, resistance was encountered and the burr became stuck on the rotawire. The physician withdrew the burr together with the wire and separated the burr and the wire outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.